Manufacturer narrative:
See b5. D10: the serial number of the surgical arm is (B)(6). G4: populating 510k number. H3, h6: the exports/logs were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported the inaccuracy was less than 3.5mm, closer to 2mm. There was no impact on patient outcome.

Event description:
Medtronic received information regarding a guidance system used during a sacroiliac and thoracolumbar procedure. It was reported that there was a drill shift. There was a medial breach at l5 left with the drill breach that the doctor noticed, and they redrilled and placed the screw. After the case, the site ran an imaging system spin and verified the breach. The clinicians believed the soft tissue pushed the cannula medially. There was a reported delay to the procedure of less than one hour. Patient impact was not provided.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: -, ubd: unknown, UDI#: unknown f26: no patient impact f1908: delay to the procedure of less than one hour h3, h6: the system was serviced in the field, an no failures were found. Codes b01, c19, and d14 are applicable. Additional system service was performed. 2 covers were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports were returned for clinical analysis. The analysis determined the probable cause of the left l5 deviation was soft tissue pressure applied to the instruments during instrumentation, resulting in a medially deviated left l5 trajectory, along with medial skiving potential relative to the plan. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.